Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was in the incorrect code. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 6pm, the patient reported obtaining readings of "50 and 61mg/dl." The patient reported using oral medications (type and dose unknown) with diet and exercise to manage her diabetes. The patient reported making no changes to her diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2012 at 6pm, after the alleged issue occurred, she had a rapid heart rate. It is unclear if the symptoms were intermittent, ongoing or worsened. The patient denied receiving any treatment in response to her symptoms. At the time of troubleshooting, the cca was able to resolve the alleged issue with a retest. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue, she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.